Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump found to had defective cassette sensor during testing. There were no patient involvement and harm. The failure mode found in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially impact patient.